Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire technician reviewed the logs and screen shot of service screen of the unit. According to the technician it is more likely that the reported issue of the customer was caused by a defective o2 pressure regulator. Restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Scar sc-ch-20-002 has been initiated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced alarm 388 - no o2 dosing possible that was triggered in combination with alarm 271 - o2 supply failed during a running ventilation. The customer confirmed that there was no patient involvement associated with the reported event.